Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is available.

Event description:
It was reported that the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was broken. The circumstances of the event is unknown; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge fse who was contacted via phone by the customer asked the customer to send him a picture, and in the picture the fse saw a white piece/fiber optic piece from a fiber optic balloon connector was broken off into the connector. The customer used needle nose pliers and was able to remove the small broken white piece and was then able to insert their fiber optic balloon and run it on the trainer. The customer returned the iabp to clinical service, and no repair was needed.

Event description:
It was reported that the customer called a getinge field service engineer (fse) and reported that their fiber optic test balloon would not push into the connector, and that they thought the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was broken. It is unknown the circumstances under which the event occurred. However, there was no patient involvement and no adverse event was reported.